Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out in such a way that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. Failure analysis found the primary failure of a dislodged conductor wire to be related to the customer reported complaint. The root cause of a dislodged conductor wire is a component failure. Failure analysis did not confirm/replicate the grip failure on the instrument. No misalignment of grips was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened/closed properly and the instrument performed grip function successfully. The grip bumper test passed. There was no difficulty removing or installing the instrument on multiple attempts. The instrument still had levers, which could be easily depressed to remove/disengage the instrument. A review of the site's complaint history found no other complaints for this product. A review of the instrument log for the force bipolar instrument (part number: 471405-06, lot number: n11210405-0252) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument was used for 16 minutes. The instrument had 4 uses remaining out of 12 max tool uses. The force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs. This complaint is reportable due to the following: it was reported that during a da vinci-assisted ventral hernia surgical procedure, a piece of force bipolar instrument broke and the instruments jaws were stuck on the tissue. Failure analysis confirmed a dislodged conductor wire from the yaw pulley with no evidence of user mishandling/misuse. This failure was found to be related to the reported complaint. Medical intervention may be required in the event that the instrument fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, a piece of the force bipolar instrument broke and the instruments jaws were stuck on the tissue. The customer removed the trocar along with the instrument. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and no damages were noted. The or staff reportedly "wiggled" the tissue out of the instruments jaws without damaging the tissue.